Event description:
Procedure: l. Ant. Resection with end to end anastomosis. According to the report: after firing the anvil was tilted, but the device was hard to remove. The proximal side of the donut ring was not symmetrical. Additional resection of tissue required. The surgeon used another device. There was no bleeding and nothing fell into the patient's cavity. There was no tissue damaged, and the procedure did not exceed 30 minutes.

Manufacturer narrative:
Date initial report sent: 11/12/2009.